Event description:
The resident was being moved from her bed to the wheelchair when the bolt that holds the hanger bar to the scale allegedly became detached, causing the resident to fall. Serious injury is alleged.

Manufacturer narrative:
Manufacturer spoke to the facility. This is a known issue and was addressed by the manufacturer. Device has been in service since 2000. Facility was notified twice by the manufacturer.